Event description:
Near the end of a trigeminal neuralgia radiofrequency procedure, the generator would not hold its temperature and the procedure was cancelled with no consequences to the patient. The procedure has not been rescheduled.

Manufacturer narrative:
One nt 1100 neurotherm rf generator was received for analysis. No visual anomalies were detected in this visual inspection. The generator was powered on and booted up successfully. Testing confirmed the reported temperature anomaly. Replacing the v/I and interlock boards resolved the reported problem. The generator was powered on; initialized successfully and displayed the software application with no temperature anomaly detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abt specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to an abnormal functioning v/I and interlock boards.